Event description:
A depressed result was obtained on a sample from a patient with a malignant ovarian tumor using the ca 19-9 assay on the advia centaur xp ca19-9. The same sample was repeated both neat and diluted on the same analyzer and elevated results were obtained both neat and diluted. The diluted result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, advia centaur ca 19-9 result.

Manufacturer narrative:
An outside the united states customer obtained a discordant depressed advia centaur xp ca 19-9 result for one patient. The sample was repeated on the same analyzer and obtained elevated results both neat and with dilution. The diluted result was reported to the physician. Bio-rad controls with ca19-9 assay were within the normal ranges. The interpretation of results section of the advia centaur xp ca 19-9 instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Manufacturer narrative:
Initial MDR 1219913-2022-00377 was filed on nov 02, 2022 reporting an outside the united states customer obtained a discordant depressed advia centaur xp ca 19-9 result for one patient. The sample was repeated on the same analyzer and obtained elevated results both neat and with dilution. Additional information - nov 09, 2022: section d8 - was this device serviced by a third party? Updated to no. Siemens reviewed the calibration and control data provided and there is no evidence of a problem. The customer was not able to provide a list of medications/supplements the patient was taking. The sample was collected in a becton dickinson gel barrier tube, allowed to clot for more than 1.5 hours, and then centrifuged onsite for 8 minutes at 3500 rpm in a fixed angle centrifuge. The system was serviced after the incident and aspirate probe 4 and the wash manifold were replaced and the sample probe was adjusted. The cause of the discrepant result seen by the customer with this one sample when using advia centaur ca 19-9 kit lot 510 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or an issue resolved with routine instrument troubleshooting. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.